Event description:
This device was noted on (B)(6) 2013 due to recurrent infection. The device was explanted on the same date. No adverse patient effects reported. The physician was dr. (B)(6) at (B)(6) province in (B)(6), china. No additional information is submitted at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).